Manufacturer narrative:
A review of the complaints database found one previous complaint on 04/2015 of a broken snare. No lot number was provided for the previous complaint and the sample was not returned for analysis. A definitive root cause of the previous complaint was not determined. The lot number of the reference complaint was also not given. The returned complaint sample was inspected visually and the detachment was confirmed along the shaft of the snare. The area of separation was not at a weld point or the area where any components are joined together, and was jagged in appearance under magnification. The lot number was not provided; therefore the manufacturing date/expiration date was not determined. Based on the analysis, it was determined that the returned device was not manufactured at (B)(4). It was most likely made at the (B)(4) prior to the movement of the process to (B)(4). Argon acquired the product line from (B)(4). Based on the review of the device conducted with the assembly supervisor, it is most likely that the device was subject to undue force during the procedure or that the device was handled with instruments that may have damaged the catheter. The IFU for snares reads, "do not use excessive force when manipulating the catheter through an introducer. Excessive force may damage the catheter.

Event description:
The 3-loop was broken while passing through the delivery catheter without capturing as planned; the broken wire ended up in the vasculature. The broken wire 3-loop was removed by surgery.